Event description:
Temporary atrioventricular (av) pacer wires were applied at end of surgery. Immediately after surgery the patient's epicardial pacing wires would only asynchronously pace, then eventually stopped working, and then began to work intermittently. Cable connectors and pacer boxes as well as batteries were switched out to help troubleshoot. Patient had a coronary artery bypass graft (CABG) and epicardial pacer wires were placed after.